Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Updated fields: b4, d9 (device available for eval?), e1 (event site name, event site address, event site city), g3, g6, h2, h3, h6 (medical device ¿ problem, type of investigation, investigation findings, investigation conclusions), h11. The issue was determined to be due to a defective safety disk. The customer performed the repair by replacing the part. The device was returned to use by the customer without performing functional and safety checks.

Event description:
N/a.

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) had automatic inflation failed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.